Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's ins was not working. Patient stated their doctor gave them 3 rounds of antibiotics and their urogynecologist ran a culture and "it was a terrible culture and it almost killed me". The patient had to go to the ER and they were admitted for 14 days where they were given IV antibiotics. Patient stated that prior to being admitted to the hospital, when they were at home, the stimulator did not work and they had several infections. Patient stated the ins was working when they were in the hospital but when they switched to program 6 it was not working. Patient said it was not working since they returned back home yesterday at 1pm. Patient stated all night long they couldn't empty their bladder and said they had to use the catheter. Patient said they were unable to relieve themselves when they went to the bathroom this morning. Patient stated when they didn't have an infection it let them empty it (bladder) before. Patient said they've tried every program and still can't empty their bladder. Asked and patient confirmed therapy is on and they never turn it off, however not able to connect during the call due to patient being at the pharmacy during the call. The caller said they were unable to continue speaking and requested a callback in an hour. Patient services was unable to gather required information as patient said they needed to end the call. Patient services attempted contacting the patient, however there was no response and a request was left for the patient to call back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.